Manufacturer narrative:
The underlying cause documented on the irs or return fields in oracle is identified as: no eval inform. Available. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Wheel locks have twisted.....they have only had the chairs a couple weeks.